Event description:
It was reported by the technician of our distributor, that the legs of the cot collapsed. It wasn't possible to pull the locking lever completely into the exit position. There was no pt involvement or adverse consequences.